Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge nexiva unit with a y-extension set and 2 q-syte units from lot 5183657 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the nexiva or first q-syte unit. The second q-syte unit had tears on the slits of the top and bottom of the septum disks. Next, a water/air leak test was performed and no leakage was observed coming from any of the units. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects or leakage was found a definitive root cause could not be determined.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: leaking through the plug.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage during use. The following has been provided by the initial reporter: leaking through the plug.